Event description:
It was reported that pump issued cartridge alarm 20 and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Caller planned to contact clinic to order new pump, used multiple daily injections in the meantime.